Event description:
Procedure type: law anterior resection/ end to end anastomosis. According to the reporter: after applying to the tissue, nylon string could not be taken out. Eventually, the string was torn. The surgeon changed to double stapling. There was no bleeding, nothing fell into the patient's cavity, operating room time extended more than 30 minutes. No other patient information was available.

Manufacturer narrative:
(B)(4)